Manufacturer narrative:
Multiple follow up attempts were made; however, the customer did not respond. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose (bg) levels remained elevated (375 mg/dl) with ketones. Customer administered injections to treat elevated bg levels.